Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the carto 3 system was displaying a force sensor error 106 and also "would not titrate down to 4ml from 15 ml of fluid during ablation". No error message occurred in relation to the titration issue initially. After 30 more seconds of working on the patient, the medical team then received an irrigation related error. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. No patient consequences were reported.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-apr-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the carto 3 system was displaying a force sensor error 106 and also "would not titrate down to 4ml from 15 ml of fluid during ablation". No error message occurred in relation to the titration issue initially. After 30 more seconds of working on the patient, the medical team then received an irrigation related error. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation and screening tests of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. Irrigation testing was performed by connecting the device to the pump and irrigation was performed at 3, 15 and 30 ml/min, no alarms or issues were observed. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared due to an internal printed circuit board (pcb) issue. A manufacturing record evaluation was performed for the finished device number lot 31216109l and no internal action related to the complaint was found during the review. The force issue reported by the customer was confirmed; however, the irrigation issue could not be confirmed. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Before use, verify irrigation ports are patent by infusing heparinized normal saline through the catheter and tubing. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).